Event description:
Same case as 6000093-2005-00487, 00488. It was reported that three days post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The pt arrived to the cath lab in 2005 for the procedure. The moderately tortuous, 60-80% stenosed lesion was located in the proximal to mid lad. The lesion was predilated with a 2.5x14mm maverick balloon, inflated to 14 atm's for 30 seconds. The taxus express2 2.5x16mm drug eluting stent was deployed to 16 atm's for 30 seconds in the distal portion of the lesion. A dissection was noticed after the stent was placed. The physician then placed the taxus express2 2.5x24mm drug eluting stent proximal to the first stent. The stent balloon was inflated to 16 atm's for 30 seconds. The taxus express2 2.75x32mm drug eluting stent was placed most proximal and inflated to 14 atm's for 30 seconds. The three stents were placed in an overlapping fashion. The lesion was then post dilated with a 3.0x12mm quantum balloon inflated to 16 atms's for 30 seconds. Final angiograms "looked good". The pt was discharged the following day and plavix was prescribed. The pt returned three days later with complaints of chest pain. It is unclear if one or all stents were affected by the thrombosis. The pt had not filled their plavix prescription. They were brought back to the cath lab, but the physician was unable to cross the lesion. They were transferred to another facility for surgery. They had a bypass of the lima to the lad. The physician indicated the thrombosis was related to the pt not taking the plavix as prescribed. No additional patient complications were reported. Pt status is reported to be satisfactory.